Event description:
A pt reported experiencing hypoglycemia due to inaccurate erratic readings with a surestep meter. Pt had been experiencing lightheadedness, diarrhea, and shortness of breath for 2 days before event. At 10:00am on the event date, pt's blood blucose was 402mg/dl on ss meter. Pt contacted the doctor who called the paramedics. Pt ate breakfast before paramedics arrived. Pt's blood glucose was 305mg/dl on ss meter compared to 162mg/dl on paramedics' meter. Pt was transferred to emergency room where their blood glucose was 78mg/dl. Pt was treated for low blood glucose and flu in the ER. No furhter info has been reported.